Manufacturer narrative:
The explanted screw was not returned to rti surgical for evaluation. A DHR review could not be conducted as the lot number remains unknown at this time. Additional occurrence information will be added to this report should it become available at a later date.

Event description:
On (B)(6) 2019, rti surgical received voluntary event report number, mw5087526 from the FDA department of health & human services. The report states the following: "the patient underwent a fusion on (B)(6) 2018. She developed increased pain and signs of pseudoarthrosis. The surgeon obtained imaging which suggested that a screw at s1 may be fractured. She was taken for exploratory surgery where it was confirmed that the screw at s1 was fractured at the base of the screw head with the tip of the screw left in the sacrum. The surgeon left the tip in place and put in a new screw lateral to that using a screw from a different manufacturer. This was done under guidance from fluoroscopy." See attached report, mw5087526.